Event description:
It was reported that during an unknown surgical procedure, it was discovered that the motor device had "an air leakage through the drill cable". It was unknown if the planned surgical procedure was completed without delay. A spare device was available for use. The report stated that the "product occurence not related to the health of patient". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment was performed and the hose / cord was cut / torn approximately 2" to 3" from the motor. Therefore, the reported condition was confirmed. This was due to misuse / mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly.